Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 25-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s device does not work and is unable to turn it on. The possibility of an overdischarge was reviewed and options to confirm MRI eligibility. The patient had indicated that the ins had not been functioning for a year and the lead was ¿disconnected.¿ it was reviewed that since the ins had not been used or charged in year and the lead was ¿disconnected¿ that an MRI would not be recommended for the cervical and thoracic spine. It was also reported that the plan was replace the ins, date unknown. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is not working due to shorting out. It was first noticed in (B)(6) 2018 that the patient's ins was not working and their leads becoming disconnected. No further information was reported.